Event description:
The customer called to report the pump had an alarm. The customer indicated that the alarm occurred during the basal rate change. Instructed the customer to run a self-test. No significant findings were found. Later the customer called back. They had gone to the dr for an emergency appointment. The customer was placed on manual injections. It was stated that the customer bolused 12u in the morning, but the bolus history did not show it. The customer changed the site and the set the night before the call due to a bent cannula. The customer had low bgs before and the paramedics were called to give the customer an injection to revive them. The customer was not hospitalized. Troubleshooting was performed. The pump passed the tests.